Event description:
It was reported, the rigid endoscope telescope's rod was broken. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the cause of the described issues is wear and tear. The debris in the optical system is primarily due to a broken lens, which typically occurs when the outer tube is bent. Olympus will continue to monitor field performance for this device.